Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of approximately 500 mg/dl. Suspected cause was due to insulin drips not being observed exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to resolve the issue. Customer administered a correction bolus via pump to treat the elevated bg.